Manufacturer narrative:
Exact patient age unknown, however, it was reported that the patient's year of birth was 1993. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent calcified. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted in the kidney/ureter on (B)(6) 2015 due to stone. According to the complainant, the planned stent removal on (B)(6) 2015 was not possible as the stent was noted to be encrusted. The patient was referred to the operating room (or) for laser lithotripsy and the stent was successfully removed. Reportedly, the patient was a ¿stone former¿, but was noted to be otherwise healthy. Attempts to ascertain the patient¿s condition following surgery have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.